Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, while inserting the clip into steerable guide catheter(sgc), a leak was observed at the flush port of delivery clip handle. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash from the dc handle flush port and also observed leak from gripper lever. Additionally, it was noted that the actuator mandrel was bent at the region that goes through the septum, mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported and observed leak and the observed bent actuator mandrel, may be related to a potential product quality issue. The investigation determined the root cause for the leak issue to be man with potential contributing factors are determined of method. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, while inserting the clip into steerable guide catheter(sgc), a leak was observed at the flush port of delivery clip handle. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.